Event description:
The patient's spouse reported the pt had a catheter revision where the hcp "lowered" the catheter. Following the catheter revision, the pt experienced a return of pain (more severe than baseline), numbness down his right leg, problems with falling, and bowel/bladder problems. The hcp is considering troubleshooting options and is investigating the possibility of a granuloma. The drug contained in the pt's pump is unknown. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
.